Event description:
The customer reported that one of her reservoirs was leaking all over the place while filling. Then the customer filled a second reservoir and had the same issue. The blood glucose reading was 136mg/dl. The customer also mentioned that insulin from the reservoir leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-fill and leak tests and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.